Event description:
The customer reported his blood glucose levels going low for the past three days. The customer's mother took her to the emergency room to speak with the doctor about the frequent low blood glucose levels, and the doctor felt that the insulin pump was malfunctioning. The customer and doctor both wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.